Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead had damaged insulation and conductor fracture which was verified through x-ray. The visualized lead fracture and insulation breached with exposed wires at changed out. This lv lead was surgically abandoned. No additional adverse patient effects were reported.